Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had alarmed several times, including autofill failure and the low vacuum alarm while in use on patient , no harm.